Event description:
A discordant, falsely low sodium result was obtained on a dimension exl instrument for one patient. The discordant result was not reported to the physician. The sample was repeated on the same instrument and resulted higher. The repeated result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result, since the result was not released from the customer site.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not observe an instrument malfunction. The fse determined that the cause of the discordant sodium result was unknown. The fse detected low air values and recommended that the customer perform bleach cleaning every 30 days. The fse performed system maintenance on the rotary valve, diluent syringe and solenoids. The instrument is performing according to specifications. No further evaluation of this device is required.